Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl. Pump supplies were changed and manual injections were administered. Elevated bg was resolved. Cause of event was not known. Customer declined tandem technical support's offer to perform a pump system check.